Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the seam of a bag of a intravia container. This was discovered upon receipt of the shipment. There was no tampering or damage present on the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak at the port area of the bag. The reported condition was verified. The cause of the reported condition was determined to be a manufacturing issue. There is a nonconformance open to address this issue. Should additional relevant information become available, a supplemental report will be submitted.